Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
The complaint history review indicated that there were no similar events for the reported lot. Insufficient medical records were received for review as medical history, progress/consultation notes, and operative reports were deemed necessary. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was received to confirm the reported event. If the reported devices, x-rays, medical records, and operative reports were made available, they could help in determining the root cause of the reported event.

Event description:
Revision of tha due to osteolysis.

Event description:
Revision of tha due to osteolysis.